Event description:
Infusion pump with a 500 failure code. The biomed stated to baxter customer service that the failure occurred during biomed testing and they have no record of any pt incident involving the pump since the last baxter service event. Info was requested but details were not available regarding pt status, medication involved, tubing product code, infusion rate or set up of the infusion device. Add'l contact info was requested but no add'l contact was provided.